Event description:
Unomedical reference number (B)(4). Event occurred in the poland on (B)(6) 2024, it was reported that the patient faced an issue with infusion set was leaking at the tubing. The infusion set was used for 1 day. No further information available.